Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 24 synergy¿ drug-eluting stent, the stent was found to be damaged. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and distal movement on the balloon. The stent was damaged and stretched in a distal direction such that the distal end of the stent was covering the device tip. The proximal end of the stent had moved 3mm in a distal direction along the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. Bsc ID#: (B)(4). Tw#: (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 24 synergy¿ drug-eluting stent, the stent was found to be damaged. No patient complications were reported and the patient's status was stable.